Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with laparoscopically assisted vaginal hysterectomy, bilateral salpingo-oophorectomy, anterior/posterior repair and cystoscopy due to stress urinary incontinence, cystocele, rectocele and uterine prolapse.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with a hysterectomy due to uterine prolapse, stress urinary incontinence, and dysmenorrhea.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary incontinence.(B)(4).

Manufacturer narrative:
(B)(4): it was reported that following insertion the patient experienced pain, erosion, infection, urinary problem, and dyspareunia.